Event description:
The customer advised that while the unit was in use monitoring a patient, the clincians saw and smelled smoke. The patient was switched to another monitor. No patient injury was reported.

Manufacturer narrative:
The monitor was returned to the factory, where it was evaluated bymfr service and engineering. The unit appears to have experienced intense heat and possibly internal fire, caused by failure of the co2 board. The board has been returned to our vendor, with a request for analysis. A supplemental medwatch will be filed when our investigation is complete.